Event description:
A report was received that a patient underwent an ipg replacement due to the battery not functioning properly. The patient recently had a non-device related procedure and afterwards the ipg did not function. The physician explanted the old ipg and re-implanted the patient with a new one. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient underwent an ipg replacement due to the battery not functioning properly. The patient recently had a non-device related procedure and afterwards the ipg did not function. The physician explanted the old ipg and re-implanted the patient with a new one. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of the ipg being non-functional was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The charge profile revealed that during the patient's last two charge cycles, the average charging current was low. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket. Device exhibits normal device characteristics.